Manufacturer narrative:
The physician doctor advised that this was an issue with the symetis valve only. Evidently, the symetis valve did not have enough ¿radial force¿ to expand sufficiently. The symetis valve was post dilated, however, valve ¿collapsed¿ again; therefore it was decided to implant a sapien 3 valve within the ¿collapsed¿ symetis valve. Additional information was requested but was not provided. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the exact cause of the device insertion difficulty (blocked symetis valve) is unknown, however, procedural factors might have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a valve in valve (26mm sapien 3 in symetis valve) for severe pvl, the sapien 3 valve blocked the symetis valve and the patient expired.